Event description:
(B)(4) reported the following event: it was reported that an unknown trochanteric fixation nail (tfn) helical blade had migrated/loosened medially three to four months postoperatively. The initial surgery was performed by a united states surgeon on an unknown date approximately three to four months prior to (B)(6) 2015. On an unknown date, the patient followed up with another surgeon in (B)(6). The patient complained of pain/irritation/discomfort. The surgeon felt the patient was healing well but wasn¿t sure if she had healed entirely yet. After the surgeon reviewed post-operative x-rays taken on an unknown date, the surgeon reported that it appeared that the blade was the correct length and perhaps the surgeon had forgotten to engage the locking mechanism in the blade which prevents rotation. Revision surgery was performed on (B)(6) 2015. During surgery, the surgeon simply back-slapped the blade and engaged the locking mechanism. This procedure appears to have corrected the problem. This report is for one, unknown tfn nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information/clarification: this complaint involves one unknown helical blade, one unknown tfn nail and one unknown screw. This report is for one, unknown tfn nail. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient identifier and weight were not provided by the reporter. Specific patient age is unknown and was reported to be in the ¿50¿s¿. Event: date of event is unknown. Additional device product code¿hwc. This report is for one, unknown tfn nail. Part and lot numbers were not provided. Implant date is unknown date approximately three to four months prior to (B)(6) 2015. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.